Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when insufflating the abdomen at the beginning of a laparoscopic procedure, the balloon did not inflate and insufflate. A new device was used. There was no patient injury.